Event description:
It was reported that after intra-aortic balloon (iab) insertion and initiation of therapy the arterial pressure could not be measured. The customer used a wire lumen instead to continue therapy. There was evidence of aortic calcification. There was no patient injury reported.

Manufacturer narrative:
Section h.6. "Evaluation method codes" added codes 3331, 4109, and 4110. Section h.6. "Evaluation conclusion codes" added code 11 product status: the product. Has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4)

Event description:
It was reported that after intra-aortic balloon (iab) insertion and initiation of therapy the arterial pressure could not be measured. The customer used a wire lumen instead to continue therapy. There was evidence of aortic calcification. There was no patient injury reported.

Event description:
It was reported that after intra-aortic balloon (iab) insertion and initiation of therapy the arterial pressure could not be measured. The customer used a wire lumen instead to continue therapy. There was evidence of aortic calcification. There was no patient injury reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Three kinks were found on the catheter tubing approximately 38.4cm, 55.1cm and 75.9cm from the iab tip. One kink was found on the inner lumen within the membrane approximately 24.1cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 66.3cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).